Event description:
Two aides at our facility began a transfer of a resident using an arjo hoyer lift and arjo sling. As the resident, we lifted off the wheelchair in the sling, the grey clips holding the sling onto the lift at the resident's shoulders, both popped off at the same time causing the resident to fall and suffer a bruise to the back of the head. All grey clipped slings were then removed from use at our facility and arjo was contacted. The account executive came out to the facility, examined the sling and stated that it appeared functional. He then clipped it to the lift and again stated it was functional and that he had no idea why it would have popped off during a transfer. Newer arjo slings have a black clip that is of a different design. Our approximately 45 grey clipped slings were replaced at no cost by arjo with 24 new black clipped slings. My concern is that it is very likely many long term care facilities are still using the grey clipped slings.